Event description:
It was reported a patient had a severe allergic reaction to the aligners. Patient experienced swelling in the face, cheeks, neck, throat and lips area. Doctor considered in their professional opinion that can cause or contribute to a serious injury due to patient was swollen and stated that had a scratchy throat, if it reoccurs, and is worse, she may have anaphylaxis. The patient went to the office the following morning after she had the reaction. There were ortho solo product used during the same time. Patient will go to the dentist once they received new set of aligner using xr material. Doctor prescribed benadryl to treat the reaction. Patient is fully recovered. The patient did not have any reaction to her initial set of aligners, but did react to the refinement set.